Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to power on normally using ac and dc power. The device was able to obtain readings and alarm alert conditions were functional, but displayed visual status indicators only - no sound was emitted from the device speakers. Internal inspection isolated the failure to a component (r62) of the system board. A service history record review reveals that this unit was in the field for over seven (7) years with no previous issues related to this reported event.

Event description:
No alarm volume when alarm is created. No consequences or impact to patient were reported.